Manufacturer narrative:
Since no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. Six photos were provided by the customer. Visual evaluation of these photos was performed. In the first picture a palindrome is shown relaxed over a metal surface. The device was cut in two parts and showed signs of use (remains of blood). In the second photo the tip of the catheter was observed and the tip had an undetermined substance that looked like blood. The third, fourth, and fifth picture showed the customer removing the undetermined substance at the tip of the catheter. In image six the tip does not have the substance in it. However, with the pictures provided, the reported condition could not be confirmed. Additionally, the sample was received for analysis and investigation. The sample consisted of one used palindrome catheter and it came inside a plastic bag. The sample showed signs of use and the sample was cut in two parts. Visual inspection was performed and the catheter did not reveal any other problem. In order to confirm the reported condition, a new guide wire of the same item code was passed through both of the lumens and the guide wire passed easily. The catheter required functional testing and was submitted to underwater testing. Bubbles were not detected during testing. Additionally, testing of the tubing of the catheter could not be performed due to the conditions of the tubing. The sample was flushed and revealed that the water passed easily through both of the lumens. The catheter was longitudinal cut and no issues were observed inside the lumens. Therefore, the reported condition cannot be confirmed. The potential causes for this event were identified based on a fishbone diagram and the manufacturing process for this product was reviewed. The assembly process for this product includes a pressure test (leaking and occlusion test) per procedure. The procedure contains specific instructions for leak testing parameter setting and processing. A second 100% in-process visual inspection is performed at the end of the assembly process per procedure. The instructions for use (IFU) indicate to not use the catheter if it appears damaged or defective and to exercise caution when using sharp instruments near the catheter. The IFU cautions that the catheter tubing can tear when subjected to nicks, excessive force, or rough edges and to remove the catheter as soon as it is no longer necessary. Customer handling and manipulation are unknown. The palindrome catheters are assembled and packaged in a controlled manufacturing environment (cme). The reported condition has not been confirmed. Based on all gathered information, it can be concluded that the product was manufactured according to specifications. However, the physical sample was received cut in two parts. It can be concluded that the customer identified the reported condition during use and decided to cut the device. Therefore the most probable root cause can be considered as customer perception. No triggers or trends were identified; therefore no further actions are required. In-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states there was a flow issue with the catheter. The catheter was removed and something biological was discovered in the side hole.

Manufacturer narrative:
Submit date: 2017/may/19. An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states there was a flow issue with the catheter. The catheter was removed and something biological was discovered in the side hole.